Event description:
During a laparoscopic salpingooophorectomy the stapler would not fire at all right out of the sterile package. The cartridge was thrown away. The rep stated this doctor just started using this stapler and may have had hyperlockout. A competitive instrument was used to complete the case. There was no consequence to the pt.